Event description:
The biomedical technician reported a user was shocked by the footswitch. The user had dropped the footswitch prior to the shock. The event occurred during set up. The user did not require treatment. No patient harm was reported.

Manufacturer narrative:
The biomedical technician stated the footswitch was missing a screw and caused the shock to the user. The footswitch will be returning for in house testing. The company technical support representative assisted with troubleshooting the system with the facility biomedical technician. Service was not requested for the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.